Event description:
It was reported that nurse had a patient cooling on the arctic sun device. The device was then alarming 14 (patient temperature probe out of range). Nurse stated the patient temperature was showing below the targeted temperature of 33.5c. Confirmed they had a foley probe connected to the device, therapy was stopped and patient temperature showed dashes. They did not have a secondary temperature source connected and were unable to connect the foley probe to the bedside monitor. Nurse stated they would place an esophageal probe to try. Once esophageal probe connected, patient temperature was 33.8c. Had nurse flex the temperature cable and patient temperature remained stable. Recommended if the foley belongs to bd or bard they hold onto it, nurse confirmed it was a medline foley. Encouraged nurse to call back with any issues. On the following call they stated they received an alert 117 (patient temperature 1 change not detected) which stopped therapy. Earlier the temperature probe was not reading (dashes), but they resolved that issue and was able to get a proper reading. Had inquirer confirm the probe was reading correctly with a secondary source. They did not had a bedside monitor, but the foley and esophageal probes were reading almost the exact same (34c & 34.2c). Patient temperature was 34.2c, targeted temperature was 33.5c, water temperature was 17.3c, flow rate was 2.8l/m, and patient weight was 128kg, but only had size large pads. It was discussed how a universal pad would need to be added to confirm proper abdomen coverage. It was explained how the device was functioning as it should, only slowly moving patient temperature was closer to targeted temperature was because there was not proper pad coverage (which triggered alert 117). Nurse was going to find a universal pad to add to patient. Encouraged calling back if there were any alarms/questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that nurse had a patient cooling on the arctic sun device. The device was then alarming 14 (patient temperature probe out of range). Nurse stated the patient temperature was showing below the targeted temperature of 33.5c. Confirmed they had a foley probe connected to the device, therapy was stopped and patient temperature showed dashes. They did not have a secondary temperature source connected and were unable to connect the foley probe to the bedside monitor. Nurse stated they would place an esophageal probe to try. Once esophageal probe connected, patient temperature was 33.8c. Had nurse flex the temperature cable and patient temperature remained stable. Recommended if the foley belongs to bd or bard they hold onto it, nurse confirmed it was a medline foley. Encouraged nurse to call back with any issues. On the following call they stated they received an alert 117 (patient temperature 1 change not detected) which stopped therapy. Earlier the temperature probe was not reading (dashes), but they resolved that issue and was able to get a proper reading. Had inquirer confirm the probe was reading correctly with a secondary source. They did not had a bedside monitor, but the foley and esophageal probes were reading almost the exact same (34c & 34.2c). Patient temperature was 34.2c, targeted temperature was 33.5c, water temperature was 17.3c, flow rate was 2.8l/m, and patient weight was 128kg, but only had size large pads. It was discussed how a universal pad would need to be added to confirm proper abdomen coverage. It was explained how the device was functioning as it should, only slowly moving patient temperature was closer to targeted temperature was because there was not proper pad coverage (which triggered alert 117). Nurse was going to find a universal pad to add to patient. Encouraged calling back if there were any alarms/questions.